Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. Since this was a recurring issue for the customer, the laser module was replaced as a prevention. Unrelated to the reported event, the pneumatics module was nonconforming. The pneumatics module was replaced to resolve it. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The laser module was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser did not work prior to a surgical procedure. Additional information has been requested.